Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was reported that the device stopped firing after firing the fifth clip. Another device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the cam broken. The device was cycled and ejected the remaining clips due to the cam condition. However, no jamming issues were noted during analysis. The batch history records were reviewed with no anomalies noted during the mfg process.